Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 95% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was predilated with a 2.5mm maverick balloon. The taxus liberte' 2.5x20 drug eluting stent was deployed at 14 atm's. The balloon was deflated without difficulty and as the physician proceeded to withdraw the balloon, he encountered "a great deal of balloon stickiness", deep seating the guide catheter. The balloon was stuck to the stent. The balloon was reinflated to 10 atm's. The physician waited 3 minutes and was then able to withdraw the balloon. The stent remained in place and was post dilated with a quantum maverick balloon. No patient complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complaint device was not returned for analysis. Without a returned device it was not possible to confirm the reported event and inspect the device for possible root causes. As the batch number is unk, a review of the manufacturing records was unable to be performed. The most probable root cause of this complaint is operational context, due to the likelihood of anatomical, and or procedural factors encountered during the procedure.